Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. As the device had signs of degradation, the reported event is confirmed to have a relationship with the device. As the cause of this issue is unknown, it cannot be determined if the device met specifications. As the product was not used on a patient, it was not used for diagnostic or treatment purposes. An applicable risk region and failure mode will be addressed in a future revision. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "keep away from sunlight".

Event description:
It was reported that the intermittent catheter was defective upon arrival.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. As the device had signs of degradation, the reported event is confirmed to have a relationship with the device. As the cause of this issue is unknown, it cannot be determined if the device met specifications. As the product was not used on a patient, it was not used for diagnostic or treatment purposes. An applicable risk region and failure mode will be addressed in a future revision. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "keep away from sunlight".

Event description:
It was reported that the intermittent catheter was defective upon arrival.